Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 118mg/dl, 92mg/dl, 80mg/dl. Tests were done <10 mins apart with a difference of 22mg/dl. Pt did not experience any adverse events. No further info has been reported.